Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: bd vacutainer® precisionglide¿ multiple sample needle. When the vein is pricked, there is no blood return in the tube and the nurse is obliged to prick the patients several times several times, due to a defect in the rubber protection. Several patients affected, only one known to date.